Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the down arrow and ok key contacts. Unrelated to the complaint, evaluation revealed that the display was dim, fading, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.